Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report a permanent out of range signal on (B)(6) 2015. No medical intervention or injuries were reported. The date of issue was (B)(6) 2015 in (B)(6) time zone while the date was still (B)(6) 2015 in the united states when the complaint was received.

Manufacturer narrative:
(B)(4).